Event description:
Caller reported that pt received a reading of 449 mg/dl at 8:25 pm with freestyle. One unit of insulin was administered and at 11:59 pm a reading of 338 mg/dl was recorded with freestyle. A comparison reading with an ultra read 135 mg/dl at 11:59. At 12:00 am, the pt experienced a seizure and was treated with cake frosting and a fruit snack. A freestyle reading was taken at 12:03 am with a result of 253 mg/dl. A comparison reading of 80 mg/dl was obtained with an ultra. At 6:10 am, the freestyle recorded a reading of 387 mg/dl. Pt had a reading with the freestyle of 162 mg/dl at 11:13 am, then 171 mg/dl at 11:16, but had symptoms of low blood sugar. Pt was given chocolate and fruit snack then had a reading of 60 mg/dl at 11:18 am. All readings were with freestyle.